Event description:
Litigation papers allege the patient suffers from persistent severe pain, discomfort, weakness, decreased range of motion, difficulty with activities of daily living, and elevated and potential toxic chromium and cobalt metal ions in the bloodstream. Update 3/31/2015 -pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the left hip indicated subluxation and dislocations. There was some scuffing noted on the femoral head. Only the femoral head on the left hip was revised. The stem for the left hip is being added to the complaint for the alleged high metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1890628, 1877987, and 1894677. A search of the complaint database search finds three additional reported incidents against lot code 1914171 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).